Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was replaced due to an increased recharge burden. And had to charge the device twice and still not proving therapy. As such surgical intervention took place where the ipg was replaced, and therapy was restored.